Event description:
It was reported that the (B)(4) scooter will stop when end user runs errands causing him to call for assistance to get back home. End user continues to utilize this scooter as it is his only means of transportation.